Event description:
The device evaluation noted a damaged air detector. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing noted an air detector. The air detector was replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.